Event description:
It was reported that during a da vinci s gynecological procedure a piece of wire was found in the patient. The wire was immediately removed and the prograsp forceps instrument that was in use at the time was also removed for inspection. The surgical staff evaluated the instrument however they did not see any damage and noted that there was no system issues during the procedure. The planned surgical procedure was completed and no patient complication, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, however, an isi field engineer onsite evaluated the instrument and found the instrument to be fully functional with no physical damage. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.